Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that while setting up the towers and all the equipment, upon checking the fixed focal length coupler 19mm it appears blurry and like a gel condensate is within the coupler. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: visual: cosmetic damage, worn coupling, connector/coupler quick coupler worn out, minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by sales rep that while setting up the towers and all the equipment, it was observed that the coupler ac ffl 19 device appeared blurry and like a gel condensate was within the coupler. There was no procedure nor patient involvement reported. No additional information was provided.